Manufacturer narrative:
(B)(4)

Event description:
When surgeon used endo gia ii 45-4.8 with in idrive for vats lobectomy can not close.after changed to another endo gia ii 45-4.8 . And it's work. Patient involved w/o injury. Patient current condition:stable. No medical intervention. Surgery time not extended by 30mins or more. Product tested prior to use.

Manufacturer narrative:
(B)(4) evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the loading unit had a full complement of staples. The loading unit was loaded into a pmv representative instrument (powered handle and adapter) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a loading unit. The loading unit loaded, unloaded, rotated, and opened and closed properly without difficulty. The loading unit was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported conditions. A review of the loading unit and handle device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.